Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, b7, d6, d11 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on (B)(6)2020, it was reported that the patient was on a regimen of aspirin and apixaban 2.5mg twice a day. Before placement of the grafts, the patient was on aspirin. The patient's current status was reported to be "ok"; however, they were reported to be "lost to follow up".

Manufacturer narrative:
(B)(6). (B)(4) ¿ the patient underwent a leg thrombectomy and an additional procedure to reline the limb. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg thrombosed while implanted in a male patient. The limb thrombosis was noticed in (B)(6) 2020 and occurred while the patient was on anticoagulation medication. The patient had a leg thrombectomy to remove the thrombosis and was the limb was relined on (B)(6) 2020. Additional information regarding patient and event details has been requested but is not currently available.

Manufacturer narrative:
Correction: section d: product identifier, d4: rpn. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient/event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation: the complainant, (B)(6) hospital located in (B)(6) , informed cook on (B)(6) 2020 of an incident involving a zenith flex with spiral-z technology aaa endovascular graft iliac leg with rpn zsle-16-90-zt from an unknown lot. The male patient had history of chronic obstructive pulmonary disease (copd), hypertension, and a colon cancer resection. Before the procedure where cook grafts were placed, it was reported that the patient had been taking aspirin. The patient underwent an endovascular aortic repair (evar) procedure on (B)(6) 2020. The following cook devices were placed during the procedure: a main body graft, two iliac leg grafts on the left, and one iliac leg graft on the right. No details regarding the index evar procedure were provided. It is unknown which zsle-16-90-zt device was placed on the left/contralateral side and right/ipsilateral side. After the procedure, the patient was prescribed an antiplatelet and an anticoagulant. The cook sales representative was notified on (B)(6) 2020 by the physician that limb thrombosis had occurred in the patient¿s leg graft, despite anticoagulation. The patient required another procedure on (B)(6) 2020 where he received a stent from a competitor. The date of the discovery of the thrombosis or the events that led to the discovery were not provided in the complaint report. The patient's current status was reported to be "ok", however, they were reported to be "lost to follow up.¿ a review of the complaint history, device history record, drawing, instructions for use (IFU), quality control and specifications, as well as a review of imaging provided, was conducted during the investigation. The complaint device was not returned as it remains implanted; however, imaging was provided and sent for expert review. Thrombus formation in the right zsle iliac leg graft was suggested, but not confirmed, by the provided imaging. The image reviewer observed filling defects on the medial and lateral side of the right zsle from the secondary intervention angiography. Because this imaging was a subtracted angiogram, these defects could not be definitively distinguished as thrombus formation or subtraction artifacts. The right iliac artery was severely calcified and stenosed prior to implant, but angioplasty alleviated these observations and continued to be alleviated at the secondary intervention. The image reviewer did observe right tibial artery occlusion, possibly coinciding as a downstream effect of the right iliac artery issues. Based on the evidence provided and observed, cook has concluded that the device was manufactured to current specifications. Additionally, a document based investigation evaluation was performed. A review of the device master record (dmr) found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file (dhf) found that the affected product is safe and effective for its intended use. The lot number of the complaint device was unable to be distinguished between the two zsle-16-90-zt iliac leg grafts used in the implant procedure. Therefore, both lots' device history records (DHR) were reviewed. No related nonconformances or additional complaints were identified to be related to either of the device lots. The zsle-16-90-zt is a one-device lot, giving no indication of non-conforming product in house. Because there are adequate inspection activities in place, objective evidence that the DHR was fully executed, no related non-conformances, and no other lot-related complaints received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. A review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: 4 warnings and precautions. 4.1 general. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up. ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. ¿ follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. ¿ patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. ¿ the zenith spiral-z aaa iliac leg has not been explicitly evaluated clinically; however its performance is represented by the zenith aaa endovascular graft iliac leg (a previous version of the device), which has not been evaluated in the following patient populations: ¿¿ key anatomical elements that fall outside the sizing requirements specified in the appropriate main body or renu instructions for use. 4.4 device selection. ¿ strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure. ¿ systemic anticoagulation should be used during the implant procedure based on hospital- and physician-preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. ¿ use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization, or may rupture the aneurysm. ¿ excessive overlap 10 mm above the main body bifurcation may increase the risk of limb thrombosis. 5 adverse events. 5.2 potential adverse events. Adverse events that may occur and/or require intervention include, but are not limited to: ¿ arterial or venous thrombosis and/or pseudoaneurysm. ¿ claudication (e.g., buttock, lower limb). ¿ embolization (micro and macro) with transient or permanent ischemia or infarction ¿ endoprosthesis: occlusion. ¿ graft or native vessel occlusion. ¿ renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure). 7 patient selection and treatment. 7.1 individualization of treatment. The risks and benefits should be carefully considered for each patient before use of the zenith spiral-z aaa iliac leg. Additional considerations for patient selection include, but are not limited to: ¿ patient¿s age and life expectancy ¿ co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity) the final treatment decision is at the discretion of the physician and patient. 8 patient counseling information. ¿ physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. 11 directions for use. Anatomical requirements. ¿ iliofemoral access size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. 11.1 zenith spiral-z aaa iliac leg system. 11.1.4 contralateral iliac leg placement and deployment. 3. Introduce the contralateral iliac leg delivery system into the artery. Advance slowly until at least one stent of the iliac leg graft overlaps within the main body and not past the radiopaque marker band positioned 30 mm from the proximal end of the iliac leg graft inside the contralateral limb of the main body. If there is any tendency for the main body graft to move during this maneuver, hold it in position by stabilizing the gray positioner on the ipsilateral side. 4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency, a minimum overlap of one stent, and a maximum overlap of 30 mm within the main body endovascular graft. 11.1.5 ipsilateral iliac leg placement and deployment note: if using this device in conjunction with a zenith alpha abdominal endovascular graft or zenith low profile endovascular graft, proceed to section 11.1.16, ipsilateral iliac leg placement and deployment in conjunction with zenith alpha abdominal endovascular graft or zenith low profile endovascular graft. For all other systems, continue with steps 1-7 below. 2. Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one stent inside the ipsilateral limb of the main body. 3. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency. 11.1.6 ipsilateral iliac leg placement and deployment in conjunction with zenith alpha abdominal endovascular graft or zenith low profile endovascular graft 4. Introduce the ipsilateral iliac leg delivery system, and continue advancing slowly until the proximal edge of the ipsilateral leg graft aligns with the proximal edge of the previously-placed contralateral leg graft. 5. Confirm position of the distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency. Based on the information provided, inspection of the provided imaging, and the results of the investigation, a definitive cause for occlusion was traced to patient condition. It was reported that the patient had been diagnosed with copd, placing him at an increased risk of thrombosis. Additionally, he had been treated for colon cancer with a resection. The device IFU includes a relevant warning stating, ¿patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event.¿ based on these observations, it is likely that this patient was at an increased risk of thrombus formation. Additionally, thrombus is a known inherent risk of these devices. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient/event details has been received since the previous medwatch report was sent.